Manufacturer narrative:
Summary of evaluation - the results of the investigation indicate that the root cause of the event was technique related, based on the intake. Further investigation could not be performed as no device lot info was reported or clinical info provided.

Event description:
It was reported that, "the surgeon found the 1" headed fixation pin into the pt's tibial canal on the x-ray of immediate after surgery. The surgeon probably propped off the one into the pt's tibial canal accidentally. The surgeon remained it and will take a wait-and-see approach."